Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient did not set their ipg to surgery mode.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated procedure. It is unknown if the patient set the ipg to surgery mode. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.